Event description:
Customer called to report high unexplained bg's that did not respond to delivered bolus. She said her bg meter read "high" so she removed the pod and gave an injection. She said that the cannula appeared bent and that the last quarter inch of it appeared to be white instead of clear. Customer was able to activate new pod. No further information reported. The device is being returned for evaluation.

Manufacturer narrative:
The pod was evaluated for damage and/or manufacturing defects. None were noted. The distal tip of the cannula was found to be partially folded in on itself and somewhat flattened. The cannula tip was found to pass insulin from the reservoir during evaluation, but the condition indicates that the flow may have been partially restricted while in the infusion site. This condition may have contributed to reported symptom (elevated bg levels) during use. This type of damage often occurs when the patient is very lean and the cannula is fired into muscle. Patients are trained to select an infusion site consisting of fatty subcutaneous tissue. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.